Event description:
While pt was on CT scanner table, rvad motor stopped with alarm for "motor disconnected". Lvad flows dropped to <1 lpm. Rvad circuit was inspected revealing all connections were intact. The motor briefly restarted and then stopped again. At this time, the rvad motor and console were replaced and the rvad was restarted. Both lvad and rvad flows were able to be returned to pre-event values. After scan, the malfunctioning rvad motor and console were removed from service and tagged. From a nursing standpoint pt"s map dropped to 45, 500ml of plyte given as well as 1 unit of vaso IV push. Pt's map returned to 60s, no major effects noted. FDA safety report ID# (B)(4). FDA safety report ID# (B)(4).